Event description:
Device malfunction: suture break. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician using the proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, one of the sutures broke. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested no additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.